Event description:
This is a spontaneous report by a nurse from (B)(6) of peritonitis with (B)(6) in a patient coincident with peritoneal dialysis (pd) therapy. During a call with baxter customer service, the patient's nurse reported the following information. On an unreported date, the patient developed peritonitis. On (B)(6) 2010, the patient was hospitalized for peritonitis. The cause of the peritonitis was unreported. It was unreported if treatment was provided. It was unreported if dianeal therapy was ongoing. At the time of this report, it was unreported if the patient was recovering from the event.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.